Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented with a polarity switch alert due to low, out-of-range impedance on the right ventricular lead. Lead noise was also noted. The noise was reproducible with muscle tension exercises. The polarity switch was reset, however it happened again. Since the patient was not pacing a lot on the ventricular lead, the patient's system was programmed to aair. The patient was stable and would continue to be monitored.